Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 52-year-old male patient underwent a percutaneous transluminal angioplasty (pta) procedure using the conquest pta balloon catheter for tips procedure. During the procedure, the balloon would not deflate and had to be removed fully inflated. There was no reported patient injury.

Event description:
On (B)(6) 2025, a 52-year-old male patient underwent a percutaneous transluminal angioplasty (pta) procedure using the conquest pta balloon catheter for tips procedure. During the procedure, the balloon would not deflate and had to be removed fully inflated. There was no reported patient injury.

Manufacturer narrative:
H11: this supplemental MDR is being submitted to report that MFR rpt# 2020394-2025-01043 was a duplicate record and was opened in error. The event details are being captured under complaint file # (B)(4) and was reported to the FDA under MFR rpt# 2020394-2025-00981 g3 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.